Event description:
It was reported that the patient felt warmness in their device pocket twice during the day. Per the patient, they experienced pain all the time and it would get very hot. The device had also reached elective replacement indicator (eri). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the device had not reached eri. The patient requested that the device be removed and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.